Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, e101 error occurs when an abnormality in the internal temperature (a high temperature) is detected. It is likely that a failure in the converter caused the cooling fan to stop moving, which prevented the inside of the device from cooling, resulting in an increase in the internal temperature, resulting in the e101 error.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit displayed the "e101" error after 10 minutes of operation. After troubleshooting, the cause was isolated to a faulty power supply converter. In addition, the unit displayed error code b30; the cause was isolated to a faulty scope socket.

Event description:
A user facility reported to olympus that they were getting an e101 error. The problem, as reported to olympus, was found during preparation for use. The procedure was completed with no delay using another device. There was no patient injury or harm, associated with the problem, reported to olympus.